Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/5/2024. Additional information was received: after investigation, the child was a 6-year-old boy who underwent extraction of supernumerary teeth in hospital on (B)(6) 2024. The surgeon used j310h for tissue sewing (the specific sewing tissue level and sewing method were unknown) during the surgery. The needle broke during sewing (the specific needle breakage length was unknown). The surgeon immediately checked the integrity of the needle and confirmed that there was no residual foreign body in the oral cavity of the child patient and replaced a new suture (the specific product information was unknown) for sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the child except for prolonged operation time (specific extension time was unknown). No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - were x-rays taken to locate the needle piece(s)? - what measures were taken to retrieve the broken piece? - was there any additional tissue damage as a result of searching for the needle piece? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a dental surgery on (B)(6) 2024 and suture was used. The patient underwent a surgery due to multiple teeth. During the suturing process, the needle broke and popped out. After careful examination of the oral cavity, it was confirmed that the broken end was not in the patient's mouth. The suture was replaced, which increased the surgical time. No patient consequence was reported. Additional information was requested.